Manufacturer narrative:
B3: event date: the event occurred during the week of 29 january 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side seam. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 23, 2023 and september 24, 2023. H10: the actual device was received for evaluation. Unaided visual inspection was performed which identified a tear/hole near the lower right side seam in front of the bag. Functional leak testing was performed and a leak from the damaged area was observed. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.